Manufacturer narrative:
(B)(4). The analysis results found that the h12lp device was received with the olive plug broken and the locking cam separated due to this condition; the locking cam was returned inside a bag. One possible cause for the damage found on the olive, may be excessive external load placed on the device. An investigation has been initiated to address the potential root cause of the issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke in patient during middle of case. All pieces were found. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.